Event description:
It was reported by the french prestataire that the patient experienced ¿difficulty inserting cannula / mechanism problem cannula not inserted.¿ the reported blood glucose level was 180 mg/dl. No further information was provided. The duration of pod wear and treatment details were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.